Event description:
The customer reported via phone call that they were experienced high blood glucose level. Customer¿s current blood glucose level was 507 mg/dl. Customer stated that the insulin pump was off because battery died. Customer was not using insulin pump system within 48 hours of reported high blood glucose event. Customer was disconnected from the insulin pump and starting to use it again. Customer stated that she was fine and already took correction. It was unknown that the auto mode feature was active at time of high blood glucose event. Customer was assisted troubleshooting for high blood glucose level. No further patient complication were reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.